Event description:
It was reported that the right ventricular (rv) lead was fractured, had high impedance and no capture. A clavicular crush was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr pacemaker, (B)(6) 2009; 4076 non-defib lead, (B)(6) 2009; (B)(4).

Event description:
It was further reported that clinical data review was completed. Information indicated lead impedance trend shows a slow rise from an average of 470 ohms to 540 ohms. There were 20 sic counts logged between (B)(6) 2013. There were 59 short interval counts (sic) counts logged on (B)(6) 2013 (explant date). There were 3 non-sustained tachycardia episodes logged on (B)(6) 2013 with max rates up to 400 bpm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.